Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for pre-dilatation. However, upon first inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.